Event description:
It was reported that the left ventricular lead was possibly fractured and had high impedance. It was also reported that the right atrial lead had insulation damage and was oversensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).